Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years. Through follow-up with the health-care provider, it was learned that the valve was explanted due to aortic valve stenosis and regurgitation from a calcified and degenerated prosthetic valve. According to the op report, intra-op echo showed significant aortic insufficiency as far as significant stenosis of the old valve. It appeared that at least 2 out of the 3 cusps of the valve were not moving properly and was almost fixed. There appeared to be significant pannus and calcified areas involving the commissures as well as some that heaped up on the leaflet tissue. There was good lv function with significant left ventricular hypertrophy. The device was replaced with another edwards bioprosthetic valve. There appeared to be good valve function on echo at the end of the surgery. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
(B)(4). Eval code = device not returned. Unfortunately, the explanted valve was not returned for analysis; therefore, the reported findings could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be conclusively determined, it appears that the calcification and pannus noted on the valve, likely caused the stenosis and regurgitation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.